Event description:
Medtronic received information that prior to use of the dlp pediatric one-piece arterial cannulae, it was reported that there was dirt or a loose cap inside the pouches. The devices were replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the devices did not have loose caps inside the pouches. Medtronic received additional information that the fm was embedded in the device/packaging. The fm was not present as loose material. The issue were identified immediately during incoming inspection. The cannulae are fully unboxed and added to kits immediately. The cannulae are not left aside for any duration of time.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, or that the malfunction would cause or contribute to a death or serious injury if it were to recur. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of the dlp pediatric one-piece arterial cannulae, it was reported that there was dirt or a loose cap inside the pouches. The devices were replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Continuation of d10: product ID 77010 (0230692244); product type: 0183-cannula; implant date, n/a; explant date n/a product ID 77010 (0230692244); product type: 0183-cannula; implant date, n/a; explant date n/a product ID 77010 (0230692244); product type: 0183-cannula; implant date, n/a; explant date n/a product ID 77010 (0230692244); product type: 0183-cannula; implant date, n/a; explant date n/a product ID 77010 (0230692244); product type: 0183-cannula; implant date, n/a; explant date n/a product ID 77010 (0230692244); product type: 0183-cannula; implant date, n/a; explant date n/a product ID 77010 (0230692244); product type: 0183-cannula; implant date .n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.